Event description:
The customer reported that the device's ac model is not providing av power to the device nor charging the battery. There was no reported pt involvement.

Manufacturer narrative:
(B)(4).